Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient had not charged the ipg in over two years resulting in the ipg becoming operable. As result, the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.